Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 4 of 4 reports linked to mfg report numbers: 3013886523-2023-00410, 3013886523-2023-00411, and 3013886523-2023-00412. A facility reported 3 microsensors (B)(6). That would either not zero or recognize they had been zeroed after insertion and one catheter was giving readings (in the hundreds) not in keeping with patient clinical picture. After going through 3 catheters the team decided to insert an evd for icp monitoring instead. Further information received: "when we connected the codman it would say continue current reference value or adjust, no ability to re-zero. We had this happen with all the machines, cables and several icp microsensors. At one point we got a set-up to trigger a zeroing but it would then say transducer error and be unable to zero. We have one icp monitor in use right now, the one I inserted yesterday, but as you know it was not zeroed but rather I had to trust the reference value as it showed 1 in 1 cm of water. Remaining devices not in sure. All devices had this issue as we tested them all that day a week ago."

Event description:
N/a.

Manufacturer narrative:
The microsensor (ID 626636) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for this issue reported by the customer could be due to incorrect set-up of device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The exact issue reported by customer could not be confirmed. But, the possible root cause for this issue reported by the customer could be due to incorrect set-up of device.